Manufacturer narrative:
Method: no complaint devices were returned to optimized ortho by the customer. Thus, the device history files were investigated which included reviewing the ops femoral guide design, pre and post operative imaging and all production steps of the femoral guide. Results: the femoral guide was designed to the correct production process, adhering to the relevant procedures and work instructions. The guide was built correctly to the expected resection plane with all features present on the guide. The pinhole was appropriately placed and did not protrude to the other side of the femur. The superior arm was partially placed upon the topmost segmented areas of the femur however, considering the shape of the femoral head this was acceptable. The inferior arm and feet of the guide are of correct size and appears to capture enough bony features to be stable. There were few very minor inconsistencies concerning the segmentation and landmarking of the lower trochanter however insignificant to cause the reported issue. From the photographs provided to us by the customer, it seems that the guide may not be seated on the femoral head entirely correctly during surgery. Visually it appears that the guide is slightly more lateral on the femur than expected which would result in a lower resection. The guide also appears as though it is superiorly rotated where the inferior foot of the guide is sitting more superiorly than designed. This would result in the angle of the resection to be lower and hence closer to the lower trochanter. Conclusion: the femoral guide for this case was generated correctly and was within all specifications as described in internal procedures. It was found that the likely root cause of this customer complaint was most likely to be the placement of the femoral guide during surgery.

Event description:
It was reported by a corin representative that the ops case was planned with an 11mm osteotomy, however after resection the surgeon commented that the neck cut was only 3mm from the lesser trochanter. The surgeon continued with the procedure using the femoral guide however the surgeon had to use a long bioball head +10.5 in order to achieve stability. There is no evidence that further medical/surgical intervention has been required for this patient.

Manufacturer narrative:
We will provide a follow up report upon completion of our investigation.

Event description:
It was reported by a corin representative that the ops case was planned with an 11mm osteotomy, however after resection the surgeon commented that the neck cut was only 3mm from the lesser trochanter. The surgeon continued with the procedure using the femoral guide however the surgeon had to use a long bioball head +10.5 in order to achieve stability. There is no evidence that further medical/surgical intervention has been required for this patient.